Manufacturer narrative:
The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump had a scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer advised the issue recurs every 4 hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.